Event description:
Instrument failure - due to the drill guide locking screw breaking off into the baseplate. The baseplate was left in the patient.

Manufacturer narrative:
The reason for this complaint was fracture to the thumb screw thread from forces exceeding the ultimate strength of the material. On 31 jul 2015 an update was received that the baseplate was left in the patient. The healthcare professional indicated the event occurred during surgery, near the patient, there was a 10 minute delay in surgery and another suitable device was not available for use. The surgery was completed as intended. The device was returned to djo surgical for examination on 22 jul 2015. The drill guide consists of three components: drill guide, screw guide, thumb screw, two components (the drill guide & screw guide) of the incident drill guide have been returned with rpr # (B)(4). The returned components were visually inspected. Over all, the instrument is in good condition with minor scratches and wear marks indicative of extended regular use. The thumb screw was not returned. (B)(4). The device history records evidences the part met all design, manufacturing, and inspection specifications. Surgical instruments are susceptible to damage from extended usage, exposure to high torques, or repeated use in many surgeries. The returned instrument was most likely subjected to at least one of these conditions. Care must be taken to avoid compromising their performance as recommended in the instrument IFU 0400-0146, "recommendations for the care and handling for djo surgical instruments and instrument cases"